Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were using tape on the insulin pump currently to secure the reservoir from falling out of the insulin pump. Customer's blood glucose level was unknown. Customer also reported that the insulin pump had random no delivery alarm. The device will not be returned for analysis.